Manufacturer narrative:
Manufacture year is 2014. The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that patient had a capsular tear in left eye. No vitrectomy was required and procedure was able to be completed and surgeon implanted a posterior capsule lens.